Manufacturer narrative:
Date of event: only the month (B)(6) and year (2021) of the event date are known.

Event description:
It was reported that after one minute of rapid infusion the rate on the h2 ez deflate pressure cuff drastically slowed down. The infusion was slower as a result. This product problem was observed during a pre-use test. There was no patient involvement.